Event description:
Account reports: clinician experienced skin irritation during glove evaluation. Clinician reports that her scrubs with a chg scrub and wears gloves approximately 6 hours a day. The redness is limited to the back of her hands. She reports that her hands are always red in the winter months. The evaluation of this product has been going on for three weeks.